Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce, which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 21may2021, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of repeated failures and ejecting cubies was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order 01909459, the bd field service engineer (fse) reported that the half high drawers 1.2, 2.2 and 3.1 had multiple failed pockets not detected on bus. Fse inspected machine and re-seated row board cables. Drawer 3.1 still had failures. Replaced drawer controller board. Customer tested station satisfactorily. During dchu visual inspection: p/n 151622-01: received with thermal damage to resistor r206. During dchu testing: p/n 151622-01: bench testing could not be performed due to thermal damage on components detected during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es sm2w2 main drawer 1.2 (row b), main drawer 2.2, and main drawer 3.1 repeatedly failed across all drawer cubies. The customer confirmed that ejecting and replacing the cubies did not resolve the failures. As per part investigation, it was determined that component r206 on the circuit board experienced an electrical failure. This damage compromised the communication and control signals responsible for managing the drawer open/close state. However, there were no delays, adverse events or injuries reported based on this event.